Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
It was reported by the doctor that the impdts implant driver tip got stuck at 20 ncm inside the implant and was difficult to remove.

Manufacturer narrative:
One certain® driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip was stuck in an implant during torqueing. Complaint was unconfirmed during inspection. A root cause for the reported event could not be determined, as no deficiency was detected following inspection. Functional testing revealed that the device assembled and disengaged with a mating implant.